Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration: location: unknown"), genital haemorrhage ("abnormal bleeding (general)"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy") in a 32-year-old female patient (gravida 4, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida ((B)(6) 2001, (B)(6) 2007, (B)(6) 2012), parity 2 and pregnancy with contraceptive device (live birth) on (B)(6) 2012. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included abdominal pain lower since (B)(6) 2011. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as aciclovir (acyclovir [aciclovir]) since 1996, ibuprofen from january 2010 to may 2012 and paracetamol (acetaminophen) from january 2010 to may 2012. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("pain: back") and rash ("rash"). On (B)(6) 2010, the patient experienced bacterial vaginosis ("infection: bacterial vaginosis"). On (B)(6) 2012, the patient experienced vaginitis gardnerella ("gardnerella vaginalis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("the essure tubal occlusion devices are not identified throughout the peritoneal cavity and have likely been expelled."), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginitis gardnerella, depression, anxiety, dysmenorrhoea, fatigue, bacterial vaginosis and rash outcome was unknown and the back pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, back pain, bacterial vaginosis, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pregnancy with contraceptive device, rash, vaginal haemorrhage and vaginitis gardnerella to be related to essure. The reporter commented: previous pregnancy episode on (B)(6) 2012, was captured under case: (B)(4). Per plaintiff fact sheet: she underwent hysterectomy on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: reporter information was added. Her historical condition/medications were added. Her concomitant medications were added. Per plaintiff fact sheet: pain: back; infection: bacterial vaginosis and rash were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration: location: unknown"), genital haemorrhage ("abnormal bleeding (general)"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (B)(6) 2001, (B)(6) 2007), parity 2, pregnancy with contraceptive device (live birth on (B)(6) 2012) on (B)(6) 2012, c-section and thoracic back pain. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included abdominal pain lower since (B)(6) 2011. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as aciclovir (acyclovir) since 1996, diazepam (valium), fentanyl citrate, ibuprofen from (B)(6) 2010 to (B)(6) 2012 and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2012. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("pain: back") and rash ("rash"). On (B)(6) 2010, the patient experienced bacterial vaginosis ("infection: bacterial vaginosis"). In (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced vaginitis gardnerella ("gardnerella vaginalis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("the essure tubal occlusion devices are not identified throughout the peritoneal cavity and have likely been expelled."), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginitis gardnerella, depression, anxiety, dysmenorrhoea, fatigue, bacterial vaginosis, rash and vaginal infection outcome was unknown and the back pain and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bacterial vaginosis, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pregnancy with contraceptive device, rash, vaginal haemorrhage, vaginal infection and vaginitis gardnerella to be related to essure. The reporter commented: previous pregnancy episode on (B)(6) 2012, was captured under case: (B)(4). Per plaintiff fact sheet: she underwent hysterectomy on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet: events abdominal pain and vaginal infection were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding (general)"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2. Concurrent conditions included abdominal pain lower since (B)(6) 2011. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginitis gardnerella ("gardnerella vaginalis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), device expulsion ("the essure tubal occlusion devices are not identified throughout the peritoneal cavity and have likely been expelled."), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginitis gardnerella, depression, anxiety, dysmenorrhoea and fatigue outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage and vaginitis gardnerella to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 27-jul-2018: case correction: after na internal review the serious criteria "intervention required" was ticked for the event device dislocation. On 27-jul-2018: pfs received. Reporter information updated. Patient¿s demographic information were added. Concomitant drug, concomitant condition were added. Added event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), gardnerella vaginalis, depression, mental anguish, dysmenorrhea (cramping), fatigue, abnormal bleeding (general), the essure tubal occlusion devices are not identified throughout the peritoneal cavity and have likely been expelled. Updated onset date. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding (general)"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2. Concurrent conditions included abdominal pain lower since (B)(6)2011. In (B)(6)2010, the patient had essure inserted. On (B)(6)2012, the patient experienced vaginitis gardnerella ("gardnerella vaginalis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), device expulsion ("the essure tubal occlusion devices are not identified throughout the peritoneal cavity and have likely been expelled."), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2012. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginitis gardnerella, depression, anxiety, dysmenorrhoea and fatigue outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage and vaginitis gardnerella to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of pqs (product technical complaint ) incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: location: unknown') and abortion spontaneous ('miscarriage') in a 32-year-old female patient who had essure (batch no. Bc671187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (live birth on (B)(6) 2012) on (B)(6) 2012, multigravida ((B)(6) 2001, (B)(6) 2007), parity 2, c-section, thoracic back pain, cephalgia, pelvic infection, muscle cramps, flank pain, urinary tract infection, cystitis, cardiomegaly, face injury, trauma and fall. Previously administered products included for an unreported indication: mirena, iud nos, betadine and. Concurrent conditions included abdominal pain lower since (B)(6) 2011, vaginitis, vulvovaginitis, malaise, tiredness, tiredness, hypoglycemia, lower abdominal pain, dysuria, hematuria, fainting, shoulder pain, neck pain, abdominal distension, allergic reaction to antibiotics, urinary urgency, urinary frequency, dizzy, eye pain, blurry vision, nasal pain, wrist pain, lightheadedness, uterine leiomyoma, cervix inflammation, dyspareunia and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as aciclovir (acyclovir) since 1996, diazepam (valium), fentanyl citrate, ibuprofen from (B)(6) 2010 to (B)(6) 2012, levonorgestrel (mirena), paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2012 and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("pain: back") and rash ("rash"). On (B)(6) 2010, the patient experienced bacterial vaginosis ("infection: bacterial vaginosis"), 4 months 5 days after insertion of essure. In (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2011, the patient experienced device expulsion ("the essure tubal occlusion devices are not identified throughout the peritoneal cavity and have likely been expelled./expusion of essure device"). On (B)(6) 2012, the patient experienced vaginitis gardnerella ("gardnerella vaginalis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device ("pregnancy, post-implant pregnancy"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abortion spontaneous, device expulsion, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, vaginitis gardnerella, depression, anxiety, dysmenorrhoea, bacterial vaginosis and rash outcome was unknown, the genital haemorrhage, pelvic pain, fatigue, vaginal infection, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved and the back pain and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginitis gardnerella to be related to essure. The reporter commented: previous pregnancy episode on (B)(6) 2012, was captured under case: (B)(4). Per plaintiff fact sheet: she underwent hysterectomy on (B)(6) 2018. Discrepant information - date of removal (B)(6) 2012. She had been treated for pain, bleeding, migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: medical record received. Reporters information, concomitant drug, and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: location: unknown') and abortion spontaneous ('miscarriage') in a 32-year-old female patient who had essure (batch no. Bc671187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (live birth on (B)(6) 2012) on (B)(6) 2012, multigravida ((B)(6) 2001, (B)(6) 2007), parity 2, c-section, thoracic back pain, cephalgia, pelvic infection, muscle cramps, flank pain, urinary tract infection, cystitis, cardiomegaly, face injury, trauma and fall. Previously administered products included for an unreported indication: mirena, iud nos, betadine and. Concurrent conditions included abdominal pain lower since (B)(6) 2011, vaginitis, vulvovaginitis, malaise, tiredness, tiredness, hypoglycemia, lower abdominal pain, dysuria, hematuria, fainting, shoulder pain, neck pain, abdominal distension, allergic reaction to antibiotics, urinary urgency, urinary frequency, dizzy, eye pain, blurry vision, nasal pain, wrist pain and lightheadedness. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as aciclovir (acyclovir) since 1996, diazepam (valium), fentanyl citrate, ibuprofen from (B)(6) 2010 to (B)(6) 2012, paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2012 and paracetamol (tylenol). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("pain: back") and rash ("rash"). On (B)(6) 2010, the patient experienced bacterial vaginosis ("infection: bacterial vaginosis"). In (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2011, the patient experienced device expulsion ("the essure tubal occlusion devices are not identified throughout the peritoneal cavity and have likely been expelled./expusion of essure device"). On (B)(6) 2012, the patient experienced vaginitis gardnerella ("gardnerella vaginalis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device ("pregnancy, post-implant pregnancy"). The patient was treated with surgery (she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abortion spontaneous, device expulsion, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginitis gardnerella, depression, anxiety, dysmenorrhoea, bacterial vaginosis and rash outcome was unknown, the genital haemorrhage, pelvic pain, fatigue, vaginal infection, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved and the back pain and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginitis gardnerella to be related to essure. The reporter commented: previous pregnancy episode on (B)(6) 2012, was captured under case: (B)(4). Per plaintiff fact sheet: she underwent hysterectomy on (B)(6) 2018. Discrepant information - date of removal (B)(6) 2012. She had been treated for pain, bleeding, migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event bladder problems, urinary problem, bladder infection, uti, vaginal discharge added. Event outcome for pain, bleeding updated to recovered. Lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: location: unknown') and abortion spontaneous ('miscarriage') in a 32-year-old female patient who had essure (batch no. Bc671187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (live birth on (B)(6) 2012) on (B)(6) 2012, multigravida ((B)(6) 2001, (B)(6) 2007), parity 2, c-section, thoracic back pain, cephalgia, pelvic infection, muscle cramps, flank pain, urinary tract infection, cystitis, cardiomegaly, face injury, trauma and fall. Previously administered products included for an unreported indication: mirena, iud nos, betadine and. Concurrent conditions included abdominal pain lower since (B)(6) 2011, vaginitis, vulvovaginitis, malaise, tiredness, tiredness, hypoglycemia, lower abdominal pain, dysuria, hematuria, fainting, shoulder pain, neck pain, abdominal distension, allergic reaction to antibiotics, urinary urgency, urinary frequency, dizzy, eye pain, blurry vision, nasal pain, wrist pain, lightheadedness, uterine leiomyoma, cervix inflammation, dyspareunia and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as aciclovir (acyclovir) since 1996, diazepam (valium), fentanyl citrate, ibuprofen from (B)(6) 2010 to (B)(6) 2012, levonorgestrel (mirena), paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2012 and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("pain: back") and rash ("rash"). On (B)(6) 2010, the patient experienced bacterial vaginosis ("infection: bacterial vaginosis"), 4 months 5 days after insertion of essure. In (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2011, the patient experienced device expulsion ("the essure tubal occlusion devices are not identified throughout the peritoneal cavity and have likely been expelled./expusion of essure device"). On (B)(6) 2012, the patient experienced vaginitis gardnerella ("gardnerella vaginalis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device ("pregnancy, post-implant pregnancy"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abortion spontaneous, device expulsion, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, vaginitis gardnerella, depression, anxiety, dysmenorrhoea, bacterial vaginosis and rash outcome was unknown, the genital haemorrhage, pelvic pain, fatigue, vaginal infection, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved and the back pain and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginitis gardnerella to be related to essure. The reporter commented: previous pregnancy episode on (B)(6) 2012, was captured under case: (B)(4). Per plaintiff fact sheet: she underwent hysterectomy on (B)(6) 2018. Discrepant information - date of removal (B)(6) 2012. She had been treated for pain, bleeding, migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, menstrual disorder and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.